Manufacturer narrative:
Device evaluated by MFR.: xxl device - xxl/18-6/5.8/75 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-sep-2020. It was reported that tip damage occurred. The target lesion was located in the interior vena cava artery. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, the physician found out that the balloon catheter's tip was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed balloon pinhole.